Manufacturer narrative:
Investigation summary: mat: 367921. Lot: 1098474. Bd received 1 photo from the customer in support of this complaint. A visual examination of the photos was performed and revealed improper assembly. Additionally, 94 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, the exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes it was found that the tube had no shield the following information was provided by the initial reporter. The customer stated: ¿before use , it was found that the tube had no shield."